Manufacturer narrative:
Concomitant medical product: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. The lens was returned in liquid, in lens vial. Visual inspection found the lens torn into two pieces. (B)(4).

Event description:
The reporter indicated the surgeon inserted a cq2015a collamer three piece lens, +18.0 diopter, and the lens was damaged. The lens was removed with no patient injury. The lens was replaced with another same model/diopter lens. The reporter indicated the cause of the event was due to technical error.

Manufacturer narrative:
Corrected data: (B)(4).